Manufacturer narrative:
The tech found the hi/low function of the bed drifting. The tech cleaned the hi/low drive assembly to repair the bed.

Event description:
Info received indicates the bed is moving up and down unintentionally.